Manufacturer narrative:
The complainant also listed the following physician associated with this complaint: (B)(6).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered severe vaginal pain, vaginal discharge with a foul smelling odor, dysuria, urinary retention, urinary frequency, vaginal scarring, nocturia, recurrent urinary tract infections, dyspareunia, worsening incontinence and abdominal and pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.